Manufacturer narrative:
.

Event description:
It was reported that a patient suffered discoloration to the skin in the hip area after being treated with iodosorb. It was alleged that iodosob dripped onto, and stained, the skin. It is brown in color and is nto fading despite attempts to resolve the situation by the hcp.